Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. It has been less than one (1) year since the subject device was manufactured. The device was returned to olympus for inspection and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation a specific root cause cannot be determined. However, it appears to have been mishandling by the user. Fiber broken 3 feet from connector. Fiber was fired, 0 uses remaining, black burn back present on tefzel. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: the IFU pn0014679_af page. 3, states that: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius; doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired." Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the laser fiber broke in half. The issue occurred during preparation for use before an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.